Event description:
It was reported that there was a possible occlusion of a clearlink continu-flo solution set during infusion. The user keyed open the door of a sigma spectrum infusion pump, loaded the set¿s tubing (receiving "green lights"), pinched the top of the tubing and closed the door by taking out the key. The reporter stated that the possible occlusion occurred approximately 10 minutes after starting the infusion. The infusion was restarted and continued without incident. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.